Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), and a benchmark bmx96 access system (bmx96). The physician advanced the red62 to the target location over the red43. While retracting the red43, the physician experienced resistance. When the red43 was completely retracted into the red62, the physician found that the red43 had fractured. Therefore, the red62 and the red43 were removed together from the patient under aspiration. No part of the red43 remained in the patient. The red62 was no longer used in the procedure; however, there was no reported issue with the red62. The procedure was completed using a new red43, a new red62, and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.